Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the sample. Analysis of the sample showed the primary septum out of its normal position and deformed. The septum appeared to have been pulled into the canister, similar to (B)(4) a review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. This issue may result in leakage if the primary septum is pulled into the canister during product activation, due to friction. High friction can occur when the primary septum is assembled without alcohol as a lubricant. Action was taken to prevent this defect including replacement of the alcohol dispensing valves. A quality alert was developed to remind associates to check the quality of the primary septum. Additionally, the preventive maintenance frequency was revised from every 4 months to every 2 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
During use, blood leakage was observed at the isolation plug.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.